Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. The sterling otw 4.0 x 60/135 (4f) balloon dilation catheter was inflated to 6 atms and again to 5 atms. Upon second inflation a balloon rupture occured. The procedure was completed with a different device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).